Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed that the ultrasonic sensor was previously calibrated during a prior servicing event due to it being out of specification at the time. The reported condition was verified. The device was found out of specification in relation to the reported constant air in line alarm, which was reproduced. The air in line alarms were verified through a review of the event history log and found to be caused by an out of specification ultrasonic sensor. The upstream/ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump that constantly displayed air in-line alarm. There was no patient involvement. No additional information is available.